Event description:
The pt had no complaints pre treatment. One hr after initiation of treatment, she complained of severe itching. 75mg of solu-cortif were given IV. The treatment was discontinued and the symptoms subsided. The pt went home. She returned the next day and wasssssss dialyzed on an f-6 dry pack dialyzer without any problems.